Event description:
Was using my brand new airsense 11 continuous positive airway pressure (CPAP) machine (purchase date and final release due to delay in getting a prescription was ~ (B)(6) 2025) as a replacement for a previously failed airsense 10 machine (see case #mw5163769). In this case I received error code 24 and the machine failed to work on (B)(6) 2025. I process a replacement with resmed since error 24 suggests a motherboard issue (manufacturing issue) and the machine is essentially brand new. Their lab suggested the error 24 was not covered under warranty because as a consumer using a regulated medical device in my home, a device that uses water, I somehow responsible for the water incursion. Report from their lab is in the docs. As an engineer and a risk mgmt sme, I cannot determine how I could have been responsible for water intrusion into a consumer medical device under normal use conditions. Instead, I believe resmed has a serious design flaw in their product that needs to be addressed immediately, they know they are facing a recall and they are just trying to shift risk. Since they decided not to replace the unit but instead have it repaired, there is a delay of several days before I will receive a working CPAP machine. This attributes to my sleep deprivation.